Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was hospitalized due to diabetic ketoacidosis and heart attack. Customer states that insulin pump was alarming as battery was dying. Customer¿s blood glucose was unknown at time of incident. Customer used novalog. That he was sweating and had 96.3f body temperature. Insulin pump will not be return for analysis.